Manufacturer narrative:
(B)(6). One sample was received with opened pouch. A visual inspection noted an embedded particulate matter (epm) of size 0.2 sqmm on the welded cassette. The epm was exposed to inside of the fluid pathway. An underwater pressure test was performed with no issues noted. The reported issue was verified. The epm is degraded material discharge from the spiral die that was melted onto the tubing and was not detected as the line involved was not equipped with a pm detector. Automatic pm detector has since been installed and validated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was foreign matter in one line of the homechoice cassette. The patient found this before treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.